Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt's controller stopped working and was blank/unresponsive. Patient service specialist (pss) helped the pt inspect the ac power supply plug and controller port, but no visible damage was detected. Pt confirmed the ac power supply had a green light when plugged into the wall outlet. Pss had the pt insert the controller into the wall outlet without the battery pack inside the controller, but the controller didn't turn on. Pt tried a different outlet and unplugged/plugged the ac power supply into their controller, but the issue persisted. Pt tried double aa batteries, but their controller still didn't turn on. The issue was not resolved. No symptoms were reported.  Additional information was received. It was reported that they charged their replacement controller to 100%, but could not charge the implanted neurostimulator(ins). Pt kept getting "no device found." During the call, the pt got "no device found" and then pressed recharge. Pt initiated a charging session and the ins charge was 100% and the controller charge was 40%. The pt connected and was charging with rtm, b ut could not connect wirelessly. Pt turned their therapy on. Pt locked the controller and attempted to connect wirelessly with their ins again, but got "no device found." Pt made sure they were not covering the top of the controller and pressed try again, but got "no device found." No symptoms were reported.